Event description:
Possible noise and oversensing noted on the ventricular high rate episodes. Lead manufactured by boston scientific. Case: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).